Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The field indicated ablations were performed with rf power of 70w and an irrigation flow rate of 17 ml/min. The tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) recommends a minimum irrigation flow rate of 30 ml/min for ablation events greater than 30w and warns that applying rf power greater than 30w increases the likelihood for audible steam pops; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported stroke. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported stroke remains unknown.

Event description:
This report is to advise of additional information received from the field that the patient was unable to move their left arm.

Event description:
Following an atrial fibrillation procedure, a stroke occurred. Following a successful pulmonary vein ablation procedure the patient had a stroke and was unable to move their right arm. There were no performance issues with any abbott device.